Manufacturer narrative:
The report of mid14 (bg power supply) error message was not reproduced during evaluation of the thermogard console (sn (B)(4)); however, was confirmed during review of the event log. The console was received with no physical damage. The console was functionally tested and found no functional issue. As part of routine service during testing, the internal parts of the console were inspected. It was indicated that the mid14 error message occurs intermittently and this is due to a loose power cable connection. The power cable connection was then securely connected. The console was placed in a burn-in test for three days with no further issue observed. The thermogard console is a reusable device and was manufactured on 15 jan 2013. It is approaching its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During testing the thermogard xp ivtm system displayed a mid:14 (bg power supply) message after running for approximately 20 minutes. There was no patient involvement.